Event description:
A doctor reported the equipment "did not present phaco" during a cataract with intraocular lens implant procedure. The doctor tried to retune the handpiece twice, but the handpiece was not delivering enough phaco power. The procedure was completed following a delay greater than 15 minutes, using a manual technique to remove the cataract. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not be replicate the problem reported. The system was the tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be determined conclusively. (B)(4).